Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was repositioned due to perforation of the heart wall. Additional information from the field representative indicates that the lead perforation was identified by device interrogation as the lead exhibited noise on the atrial electrogram (egm) channel as well as loss of capture. The perforation was then confirmed by using x-ray, as well as fluoroscopy. This lead was successfully repositioned and remains in service. No additional adverse patient effects. The complaint device was not returned by the customer; therefore, no product analysis could be performed.